Event description:
It was reported to resmed that an h5i humidifier has burnt components on the pcb, orange flames were visible and smoke was emitted where a hole has been burnt through the case.

Manufacturer narrative:
Resmed's engineering investigation department has not rec'd this device and therefore is unable to confirm the complaint or determine the cause of the malfunction at this time. Resmed is not aware of any pt injury reported for this incident. Note: this complaint was originally incorrectly assessed as being a non-reportable event. During a routine check of complaints records this was detected, and this report is being submitted to correct the error.